Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission on (B)(6) 2019. Upon review, the right ventricular lead low, below baseline impedance one week prior to admission to hospital for shortness of breath. It was noted that the patient was admitted on (B)(6), 2018 and discharged on (B)(6) 2018. On 15 (B)(6) 2018 patient presented remotely and impedance was at baseline. There are no plans for intervention.